Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse decided to perform preventive maintenance, including decontamination of the water and chemistry wash fluidics. The customer has indicated that the instrument is performing acceptably after the fse visit. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on the dimension xpand with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun and a new sample was obtained and run, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin result.